Manufacturer narrative:
The connector was checked for proper seating/fitting on the delivery system hub. The coil was not detached with the new syringe. After the product failure occurred, no other damages were noted on the coil (unraveled/stretched), delivery system or hub. The procedure was completed by utilizing a total of 2 coils with 2 syringes. (The first orbit was done normally. The second one couldn't be deployed. The third coil was done normally). Additional info will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, coil cannot be deployed when it was in the right position. Additional info indicated that prior to connecting and during prep, the syringe or coil delivery system was not damaged, a dcs syringe was utilized to prep the device, and no damages were noted during prep on the syringe or coil delivery systems. One coil was detached with the syringe that failed to detach the coil. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking the blue zone, and during prep, the blue zone was not exceeded. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. Prior to this coil, the green zone was not exceeded. The syringe pressure increase to the alternative red zone once the coil did not detach. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else.